Manufacturer narrative:
Further information was requested but was not received.

Event description:
It was reported that the pacemaker exhibited intermittent capture. The pacemaker was explanted and replaced. The patient's status was unknown.